Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had been having issues with their device and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels. Customer's blood glucose level was 154 mg/dl at time of hospitalization. Customer advised to disconnect from pump. Customer's blood glucose level was 154 mg/dl at time of reporting. Nothing further reported.